Event description:
Information was received that the cadd prizm vip pump turns on and off intermittently. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection of the pump showed that pump was in good condition. Functional testing included use testing. The pump was powered on and it was observed that it immediately went off. Further investigation of the pump interiors and found that the battery contact had a bad solder joint. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified as the pump would not power up. The event log did not show the error. Service found the pump has a bad solder joint. Service will replace the battery terminal. Use testing was performed. The problem source is unknown.